Manufacturer narrative:
Visual inspection of the returned product confirmed that the nail was broken at the middle of the housing tube and had some cracks as described in the complaint. In addition, the max patient weight for a retrograde femur straight is 114 kg. Patient weight was reported at 94 kg when the nail was broken. From the information provided; the root cause may have been due to patient weight bearing activities. The device history records were reviewed, and no discrepancies were found related to this complaint. The devices were manufactured in accordance with the specified requirements and met all the required quality inspections.

Manufacturer narrative:
No product has been returned for evaluation. No x-rays or ultrasound images provided to confirm the alleged event. No root cause can be confirmed at this time.

Event description:
Information was received that a revision procedure will be performed on (B)(6) 2020 to replace with a static nail. As per the reporter, x-ray images revealed that the nail was broken.